Manufacturer narrative:
This event was reported by the manufacturer 3002808486-2019-01274.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the left common femoral vein post auto accident. Patient is alleging inferior vena cava thrombotic occlusion and deep vein thrombosis (dvt). Patient notes and further alleges experiencing "extensive, acute occlusive venous thrombus extending from the level of the infrarenal inferior vena cava filter to the bilateral femoral veins" and limited mobility. Per the (B)(6) 2010 ivc (inferior vena cava) filter placement: "successful and uncomplicated placement of a cook celect infrarenal ivc filter". Per the (B)(6) 2017 transcath(eter) thrombolysis: "impression: bilateral lower extremity venograms demonstrating extensive popliteal, femoral, and ileal caval dvt to the level of the ivc filter".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.